Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a representative of the distributor in (B)(6). "Our dealer claims the hospital reported to them that this unit was alarming ext high ppeak pressure on a patient, the ventilator was removed from the patient and the patient was placed on another ventilator, there was no harm done to the patient. Our dealer claims they are not able to duplicate the issue yet, they are still testing the ventilator. They calibrated all the transducers and all passed, there was no noticeable change of drift on the transducers.

Manufacturer narrative:
On (B)(6) 2015, carefusion requested additional information, from the distributor in (B)(6) on the reported event. As of (B)(6) 2015, there has been no response from the distributor to that request. The distributor in (B)(6) determined that the most likely cause, of the reported events was a manufacturing gas delivery engine (gde). The user facility will be shipped, a replacement gas deliver engine (gde) to repair and return it, to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of (B)(6) 2015, the alleged faulty gas delivery engine (gde) has not been received.